Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of report: 12/23/2013. Additional information: the patient¿s symptoms were partially resolved after removing the ingrowth on (B)(6) 2013, more ingrowth appeared on (B)(6) 2014. Cells were irrigated again on (B)(6) 2014. Device available for evaluation: yes. (B)(6). (B)(4).

Event description:
Additional information: the patient's symptoms were partially resolved after removing ingrowth on (B)(6) 2013, more ingrowth appeared on (B)(6) 2014. Cells were irrigated again on (B)(6) 2014.

Event description:
The clinic reported that a laser vision correction patient presented with island of epithelial ingrowth in her left eye flap at her two week post treatment check up. No loss of best corrected visual acuity however, patient complained of astigmatism and hazy vision. Additional intervention (flap lift and rinsed) performed on (B)(6) 2014.